Manufacturer narrative:
P-cap locked in place properly during testing. On (B)(6) 2021, customer called reporting an issue with the pump. Customer said that she keeps getting insulin flow block and noticed a crack on the battery compartment. No further concerns recorded. Proceed it with the following testing to assure proper functionality of the device. Device downloaded successfully using (thus software) for reference. Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No insulin flow block alarm noted during testing. However, during download history review, on (B)(6) 2021at 2:32 through 2:53 hour, a total of 5 no delivery alarms were recorded. No other unexpected alarms noted in download history file. Device also received with cracked case(battery tube). Proceed it by cutting device open and perform a visual inspection of connectors and electronic stack. Force sensor zero offset within specifications (22.1 milivolts). No moisture damage on electronic assembly noted during visual inspection. However, moisture damage noted on force sensor flex connector gold plated traces. In conclusion, no unexpected insulin flow block alarm noted during testing. Device may have had an intermittent failure not detected during our testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin pump had insulin flow blocked alarm. Customer's blood glucose level was 600 mg/dl. Customer states that they noticed crack on the battery compartment. Customer declined to troubleshoot for high blood glucose. It was unknown if the auto mode was active at the time of incident or not. Customer states that they know how to handle high blood glucose. The insulin pump will be replaced, and customer agreed to return the product for analysis.